Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon was tested and was noted to be able to inflate; however, it was also noted that the balloon could not completely be deflated. The procedure was completed at this time. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 1149 captures the reportable issue of balloon deflation failed. Investigation result: visual examination of the returned complaint device revealed that the device was severely damaged. It was noticed that the catheter was kinked in different sections. The balloon was detached along with the distal part of the catheter and was not returned. Functional evaluation could not be performed due to the condition of the returned device. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon was tested and was noted to be able to inflate; however, it was also noted that the balloon could not completely be deflated. The procedure was completed at this time. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.